Manufacturer narrative:
Date rec'd by MFR: 17jun2019. Date of report: 18jun2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. During testing of touchscreen assembly, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 14may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse reported that the touchscreen was replaced and the issue was resolved. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 01jul2019. Date of report: 01jul2019. MFR. Report is a duplicate of an event previously reported under MFR. Report #:2031642-2019-01133. Any additional information will be submitted under the initially reported MFR. Report #:2031642-2019-01133. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.